Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci trainer that a (B)(6) female patient underwent a diagnostic right and left heart catheterization procedure on an unknown date. Access was obtained at the right common femoral artery via a 6f procedural sheath. Reportedly, the cath procedure revealed clots at the right atrium. Post procedure, the physician who is a trained user of the mynx, inserted the device and inflated the balloon. It was reported that upon retraction of the device towards the arteriotomy, the balloon came out completely inflated. The patient was converted to 20 minutes of manual compression where successful hemostasis was achieved. Later that day, the patient developed a cold leg. The patient was taken to the operating room where the vascular surgeon performed a cut-down and retrieved clots at the popliteal artery. Reportedly, the patient tolerated the procedure well and was ambulated and discharged with no reported clinical sequela. No further information was provided.